Event description:
Hill-rom received a complaint on one of it's excelcare bariatric bed frames alleging the head section of the bed would not stay in an elevated position. A hill-rom service technician performed an investigation and found that ty-wraps were missing causing incorrect tension on the cable to cause the head to lower. He secured the CPR cable and adjusted it to return function to the CPR assembly. This repair was found after a retrospective review of open warehouse repairs and was processed as soon as it was reviewed and determined a reportable malfunction. Hill-rom is reporting this malfunction in compliance with 21cfr803.3 where this failure mode was involved in an adverse event on (B)(6) 2009 indicated in mdr1045510-2009-00021.